Manufacturer narrative:
This follow-up MDR is created to document the additional event, patient, and device information received. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends noted.

Event description:
Additional information received indicated a pre-operative and postoperative diagnosis of stress urinary incontinence. Dysuria and soreness in vaginal area and buttocks, especially tail bone area. The patient later experienced bladder/kidney infections, retention. Sling lysis was performed on (B)(6) 2017 and it was reported to be a difficult surgery due to scarring.

Manufacturer narrative:
This follow up MDR is created to document the additional event information and explant date. (B)(4). Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information received by coloplast, though not verified, indicated: (B)(6) 2009 thru (B)(6) /2017 - uti, dysuria, urgency, frequency, likely vaginal fungal infection, right lower quadrant/pelvic/perineal pain, advancing pelvic floor dysfunction. Claimant states having to get on hands and knees to empty bladder, reports she was unaware of sling placement in 2009, and reports ongoing leg and vaginal pain since aris implant, severe pain when walking/standing/opening leg/intercourse, bilateral groin pain, incomplete bladder emptying. (B)(6) 2017 revision surgery - intraoperative findings: extensive urethral/vaginal scar tissue, aris deeply implanted in right groin area, complete removal of right sided aris, only partial removal of left sided aris due to vascular vessel attachment and bleeding. Pathology: fibrosis, chronic inflammation, and foreign body giant cell reaction.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information received further reported significant periurethral tenderness in the area of previous sling placement, and significant pelvic floor trigger points of the pelvic floor muscle, consistent with myofascial pain. It was also reported that the patient experienced left lower quadrant pain. It was further reported that urodynamics revealed detrusor instability. It was noted the patient did not want another sling.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. This MDR is created to document the asr / product code otn / exemption # e2014015. Total number of events summarized: 9. Aris - 7. Supris - 1. Minitape- 1 - attachment: [otn asr oct nov 2017.zip].

Event description:
According to the available information, patient's legal representative stated foreign body reaction, bladder pain, groin pain, pelvic pain, dyspareunia, and other injuries.